Manufacturer narrative:
A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory. The explanted devices were discarded by the medical facility and will not be returned for eval. This is the final report.

Event description:
A report was received that the pt's precision system was explanted due to an infection. The anchor had worn through the lead incision site, therefore, causing an infection. The pt was prescribed antibiotics and is reportedly doing well following explant surgery.